Event description:
The customer reported the fluoroscopic image was white effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A lemo connection pin was evaluated and repaired. The system was tested and found to be working as intended and returned to service.